Event description:
Healthcare professional reported "right implant is ruptured" and "drained the right implant for excess fluid." Device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pericapsular effusion" and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, d6b, g2, h6.

Event description:
Healthcare professional additionally reported "implant capsular contracture" baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of alcl diagnosis: (B)(6) 2022.

Event description:
Patient reported via medical information "right breast implant has ruptured", "drained the right implant for excess fluid", ¿pericapsular effusion¿, and "painful, late seroma". Patient reported via ultrasound "numerous simple and minimally complex cysts throughout breast parenchyma" which is not device related. Patient additionally reported having had "3 fna procedures" and the "second fna (fine needle aspiration) that came back suspicious for a breast implant related lymphoma". Pathological markers cd30+ and alk- confirming alcl have been received. The device remains implanted.